Event description:
The initial reporter stated they received discrepant results for three patient samples tested on the cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. Results from the following assays were affected: chol2 cholesterol gen.2, hdlc3 hdl-cholesterol plus 3rd generation, phos2 phosphate (inorganic) ver.2, tp2 total protein gen.2, and alb2 albumin gen.2. Refer to the attachment for all patient data. The following reagent lot numbers were used: chol = 559813, hdl = 530537, phos = 556865, tp = 577235, alb = 585002. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that a probe was compromised with serum and gel. The probe was cleaned, but problems persisted. The probe was replaced. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.